Event description:
It was reported that caller experienced cartridge alarm 20 while using pump cartridge and confirmed issue did not occur during cartridge loading and had not happened previously with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge from reported lot, resumed insulin therapy without further difficulty, and issue was considered resolved with no additional actions reported.